Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The surgeon reported that the infection was a secondary complication. The recipient developed significant systemic complications, with the direct cause of death more likely attributed to aspiration and respiratory failure. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a suspected infection due to a non-healing wound. The recipient's device was explanted. The recipient reportedly passed away (B)(6) 2026.

Manufacturer narrative:
Additional information section: h.6. The recipient reportedly experienced an infection at implant site, however there was no evidence of meningitis. The external visual inspection revealed a severed electrode. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.